Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that while in cardio surgery md inserted sheath via left femoral artery. Md stated that guide wire "curled" as it was advanced into artery. Md removed sheath & guide wire. Md inserted a sheath into right femoral artery & while advancing guide wire it began to "twist". As a result, md used another brand's wire to successfully insert the iab into the pt.